Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis; cause was due to the pump shutting down from battery depletion. Customer blood glucose (bg) level was unknown but was addressed by receiving an insulin drip, fluid drip, and vitamins. Customer was discharged from the hospital with no permanent damage. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.